Event description:
Report received from the USA stating that the device has an oil leak. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was returned by depuy synthes power tools. The reported failure of "leaking oil" was confirmed. The pre-diagnostic in the engineer evaluation stated that there was oil contamination. If additional information is received, a supplemental MDR will be sent. (B)(4).